Event description:
It was found that this implantable pacemaker exhibited high out of range pacing impedance measurements on the left ventricular channel. Due to this, a lead safety switch was triggered. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.